Event description:
Philips received a complaint about the v60 ventilator indicating that there was a patient disconnect alarm. It was stated that the patient was admitted to the hospital due to difficulty breathing. The patient was placed onto the v60 ventilator. All the connections were stated to have been secured, and the patient¿s mask was stated to have been properly fitted. However, the customer alleged that the device produced a patient disconnect alarm, which resulted in "low oxygen saturation and failing to achieve the desired therapeutic effect." In the good faith effort (gfe) response received, the authorized service provider (asp) stated that the patient and their vital signs prior to the event were stable. The vital signs during and after the event were stated to be unknown, but it was confirmed that no medical intervention was required or received for the communicated low oxygen saturation. There was no personal injury. The customer was asked but did not provide the serial number of the v60 which was involved with the alleged device issue. The device¿s diagnostic report (drpt) was also not provided. The device configurations including make/models of breathing circuit, interface, filters and additional attachments such as nebulizer tees and oxygen entrainment ports were also asked but unknown. The device prescription settings including modes, pressures, comfort settings and oxygen delivery were also stated to be unknown. The asp provided that the issue was resolved after replacing the mask, which was determined to be a mismatch for the v60. After the mask replacement, the device began to operate as expected. No v60 parts required replacement to resolve the issue. The asp confirmed that the device was fully functional and was returned to use. A clinical assessment based on the information currently provided and available, was performed by a philips clinical expert. It was determined that the device did not cause or contribute to a serious injury or death.